Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose at the time of the event was 95 mg/dl. Customer's blood glucose this morning was 400 mg/dl and she gave herself bolus and had blood glucose at 500 mg/dl and treated with a shot. Troubleshooting was done. Customer stated that the insulin pump was exposed to magnetic resonance imaging last (B)(6) 2014. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.